Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was analyzed in the laboratory and the leakage at the gas exhaust port was confirmed. The leak was caused due to shrinking fibers in the potting area of the oxygenator which allows the blood to flow out of the potting area and into the gas exhaust port by gravity. When the oxygenator was opened, 13 leaking fibers were found due to insufficient connection to the potting area. The cause of the shrinkage of the fibers is not known and an investigation is on-going. (B)(4).

Event description:
On (B)(6) 2012, at the (B)(6) hospital in (B)(6) it was reported that the beq-0197031 quadrox-ID oxygenator without filter (lot number 70071194) had a slow drip of blood from the gas outlet/vent port on the bottom of the oxygenator. The customer elected to replace the device. There was no patient impact. (B)(4).